Event description:
It was reported that pump quick bolus and wake button was not functioning as expected, and caller experienced extreme difficulty pressing button and needed multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to unplug pump from power, remove pump from case, and firmly press center of button while supporting bottom of pump, and after these steps caller acknowledged button was functioning as intended.